Event description:
The physician reported that during the follow-up visit, review of data stored by the associated ICD revealed two vf episodes in which oversensing by electromagnetic interference was suspected. Another follow-up visit is scheduled for april in order to monitor this oversensing.